Event description:
A 6f vip angio-seal was deployed without complications. Afterward, the patient complained of leg pain. An ultrasound showed a small 2cm pseudoaneurysm along the posterior margin of the right common femoral artery. No further treatment was done. The patient is now stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension.